Manufacturer narrative:
The enterprise stent did not move during coiling or while attempting to cross with the microcatheter. During deployment/detachment, the stents were not recaptured. All the enterprise stents detached by proper microcatheter position, and after the microcatheter was positioned correctly, the stent was advanced and proper position checked prior to detachment. The stent was detached by withdrawing the microcatheter to expose the stent, and nothing occurred during detachment that may contribute to the reported event. The third stent was not well opposed to the vessel wall after detachment, since there was space between the stent and the vessel wall. The coiling procedure was performed via jailing technique. The initial decision to place the devices was not based on the size of the aneurysm neck or vessel tortuosity. Non-cordis coils, enterprise devices, and microcatheters. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00238 & 1058196-2010-00290. Additional information will be submitted within 30 days upon receipt.

Event description:
Additional information indicated that three enterprise stents were placed in the patient all the same catalog and lot number (B)(4). The first enterprise stent was placed further distal to the intended position, and did not cover the neck of the aneurysm. It was reported that vessel was heavily tortuous, and that prior to deploying and detaching the first enterprise stent, the position was checked under fluoroscopy. Then, two other enterprise stent systems were placed to cover the aneurysm neck, but the second did not cover the entire aneurysm neck. However, there were no complaints against the second enterprise stent. The 3rd enterprise stent was detached to cover the aneurysm neck. During coiling, the second coil (hypersoft 2x2, terumo) was detached and migrated to the edge of the 3rd enterprise stent. The physician commented that this coil migration could be caused by kink of the v3rd stent struts. However, the kink was not confirmed. Additional attempts were not made to position the hypersoft coil trapped between the stent and aneurysm/vessel wall.

Manufacturer narrative:
It was initially reported that after coil embolization, the enterprise vrd was placed across the neck of the aneurysm followed by additional coil placement via a jailed microcatheter. A noncordis coil placed through the jailed microcatheter migrated to the edge of the vrd after detachment and remained between the vrd and the vessel. There was not good wall apposition of the enterprise because of a space between the aneurysm neck and the stent due to the vessel curvature. Additional information reported that a total of three vrds were placed. The second and third vrd were used because the first vrd was placed further distal that the intended position and also because of heavy vessel tortuosity. The coil migrated to the edge of the last (3rd) vrd at the proximal vessel. The physician commented that this coil migration could be caused by kink of the third vrd's struts. However, the kink was not confirmed. After the initial coil embolization of a carotid artery aneurysm, the enterprise vrd was placed across the neck of the aneurysm and deployed without any difficulty. The microcatheter used for coil placement was jailed by the enterprise and two additional coils were placed in the neck through the jailed microcatheter. The second noncordis coil (hypersoft 2x2/terumo) migrated to the edge of the vrd after detachment and remained between the vrd and the vessel. The coil remains between the vrd and vessel between in the same area were the jailed microcatheter was placed. It was reported that the stent covered the aneurysm neck and extended at least 5mm beyond both sides of the aneurysm neck. During deployment of the coil, the stent continued to cover the entire neck and did not move from the originally deployed position. This was verified angiographically. With further investigation, it was reported that there was not good wall apposition, because there was a space between aneurysm neck and stent due to vessel curvature. The aneurysm was located at c-3/lacerum segment and measured 8.9x4.7mm and the neck was 4.7mm. The parent vessel measurement neck was 3.6mm distal to the neck and 3.8mm proximal to the neck. Additional information then reported that a total of 3 vrds were placed. No further details regarding the circumstances that led to the placement of three vrds is available. Requested procedural films are not available. The stents remain implanted and, therefore, is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01420495 which corresponds to cordis lot 13471874. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4) revealed the individual lot folders no non-conformances related to the reported complaint. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. Based on the available reported information, procedural factors including vessel curvature at the location of the aneurysm neck and coil placement via a jailed catheter appear to have contributed to the non-cordis coil being positioned between the enterprise vrd and the vessel wall. Due to the lack of procedural information pertaining to the deployment of the enterprise vrds, no conclusion can be made regarding what led to the placement of three vrds; however, it appears that procedural factors, device handling, vessel characteristics and aneurysm position may have contributed. With review of the reported information and the device history record review there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00238 and 1058196-2010-00290.